Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized due to hematoma which lead to infection with sepsis. A revision was performed and the device was explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. These explanted device was returned for analysis. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. Analysis of the returned product is not able to provide relevant information for infection-related allegations.